Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have gone to bed with blood glucose of 150 mg/dl and then blood glucose dropped to 70 mg/dl and 43 mg/dl, while customer was not wearing sensor.